Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same proc? Was there any patient consequence or injury? All answers above are unobtainable. Once there is any update, we will update the information. What medical/surgical intervention was provided? What is the condition of the patient? Procedure date? (B)(6) 2021 .

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procwas there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? Edure? Procedure date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an eye lid procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in double eyelid surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.